Event description:
Hair found imbedded in the lap pad.

Manufacturer narrative:
A user facility medwatch report (B)(4) was recieved on 11/2/2022 reporting a hair found imbedded in the lap pad. A supplier corrective action request (scar) was sent to the supplier (B)(4). The sample was returned to deroyal for evaluation on 11/7/2022. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
The sample was returned to deroyal for evaluation on 11/07/2022. A supplier corrective action request (scar) was issued to the sponge lap supplier g d medical. Root cause: it was determined that certain workers involved in the manufacturing process was not properly following the gowning procedure in the folding workshop which led to the hair found embedded. The following corrective and preventive actions have taken place by g d medical: the employees involved in the manufacturing were re-trained on gowning procedures to avoid any hair left on the products. We will continue to monitor and track any reoccurrence of such issue. Production records were reviewed and no issues were found. An inventory check of the sponge laps was made by deroyal and a total of 125 of the 5-1918 sponge laps were inspected with no discrepancies identified. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
The sample was returned to deroyal for evaluation on 11/07/2022. A supplier corrective action request (scar) was issued to the sponge lap supplier g d medical. Root cause: it was determined that certain workers involved in the manufacturing process was not properly following the gowning procedure in the folding workshop which led to the hair found embedded. The following corrective and preventive actions have taken place by g d medical: the employees involved in the manufacturing were re-trained on gowning procedures to avoid any hair left on the products. We will continue to monitor and track any reoccurrence of such issue. Production records were reviewed and no issues were found. An inventory check of the sponge laps was made by deroyal and a total of 125 of the 5-1918 sponge laps were inspected with no discrepancies identified. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.